Event description:
It was reported that the procedure was treating a lesion in the right coronary artery. During preparation of the 3.25x12mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove. Once removed, the bdc could not be loaded onto the guide wire and the tip of the device was found to be mangled/crushed. Another 3.25x12mm nc trek was then pulled and used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported crushed tip was not confirmed; however the inner member was smashed. The analysis confirmed the mandrel could not pass through the collapsed inner member. The difficult to remove the protective sheath could not be confirmed due to the protective sheath not being returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove protective sheath, difficult to insert guide wire or collapsed/crushed tip reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.